Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 0.8; date: (B)(6) 2011, inratio: 2.3.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 0.80, 2nd inr: 2.30, mean: 1.55, sd: 1.06, %cv: 68.43. Since % cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Previous investigation of strip lot #235793 from (B)(6) 2011, met precision criteria: date: (B)(6) 2011, donor #1, 1st inr: 4.6, 2nd inr: 4.7, 3rd inr: 4.4, mean: 4.57, sd: 0.15, %cv: 3.34; date: (B)(6) 2011, donor #2, 1st inr: 2.0, 2nd inr: 2.2, 3rd inr: 2.1, mean: 2.10, sd: 0.10, %cv: 4.76. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Root cause could not be determined from the info provided by the customer. No product was expected to be returned. Retain strip test result comparison met precision criteria. As review on 02/15/2011, 25 discrepant result complaints were reported for lot #235793 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time.